Event description:
The customer contacted baxter?s technical service center regarding not being able to get the bag to spike, which occurred on the homechoice (hc) during setup. The home patient (hp) stated that they were not sure if they were doing everything correct. The baxter technical service representative (tsr) stated that it looked like they were doing it correctly, but advised to try and use another cassette and bag. Follow up with the caregiver revealed that this issue only occurred once and they were able to continue therapy with new supplies. The sample was discarded and the lot number was unknown. The caregiver stated that the hp was doing well on therapy and no injury or medical intervention was associated with this report.

Manufacturer narrative:
(B)(4). The sample is not available, it was discarded. Should additional information become available, a follow up MDR will be submitted.

Event description:
The account alleged if the bed hi/low is ran up, it will drift back down.

Manufacturer narrative:
(B)(4). This complaint for a disconnect was not confirmed due to a lack of sample. A batch review was not performed due to unknown lot number. Root cause was undetermined due to lack of sample. A label review was performed and showed the labeling is adequate. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. The root cause investigation is in progress.